Event description:
During a pulse genrator replacement procedure, it was noted that the ventricular lead exhibited intermittent capture and less than 200 ohms impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.